Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had multiple reprogramming done but unable to capture sole in the feet. The patient underwent a revision procedure wherein ipg was replaced for MRI compatible and adding new leads. The patient was doing well postoperatively and the explanted ipg was not returned by facility.